Manufacturer narrative:
The device is not available for evaluation. Without the return of the device a probable cause is unable to be determined. A lot number was not provided. A device history lot review cannot be performed.

Event description:
Event occurred involving a 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro where it was reported at the oncology department, during patient's medication infusion, the connector of the manifold where the 5fu was connected disconnected from the rest of the tubing. The nurse tried to clamp as quickly as possible, but was not wearing gloves and, therefore, came into contact with the 5fu across her entire hand one of the connectors from the device disconnected resulting in chemotherapy spill on the nurse's hand. There was chemical burn on the nurse. Immediate actions taken: rinsing with clear water for 15 minutes with gentle soap washing, the nurse manager and the pharmacists were notified. The device was replaced for the patient. There were patient involvement and unknown adverse event/human harm to the patient.

Manufacturer narrative:
The complaint of disconnection / loose connection on item 011-h1268 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Device history review (DHR) of possible lot numbers 14237094, 14058450, and 13911862 was performed, and no anomalies, discrepancies, or nonconformances were identified that might be related to the condition reported by the customer.